Event description:
The doctor stated that the patient received medpor nasal valve batten implants in (B) (6) 2006. The doctor reported that in (B) (6) 2007, the implants were dislocated and the nasal entry became infected, therefore, he removed the implants.

Manufacturer narrative:
Following a review of the device history record for lot 7546-a129m25, it was determined that all processes and test criteria are within the medpor implant finished product specification.